Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump stopped working. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2016-product analysis: the device was returned and evaluated by product analysis on 04/07/2016 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no abnormal behavior. Data relevant to the complaint was overwritten due to extended continued use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.